Event description:
According to the report, an ascending aorta replacement was performed to the acute aorta dissection patient in (B)(6) 2011. The bioglue was applied on proximal and distal false lumen and proximal and distal suture lines. Recently, false aneurysm was confirmed on aortic root. Re-operation is scheduled for this december. The patient is receiving ambulatory follow-up observation. The surgeon stated that he used bioglue to this patient for the initial term in his experience of bioglue and he was not used to using bioglue well.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
Manufacturer narrative: according to the report, an ascending aorta replacement was performed to the acute aorta dissection patient in (B)(6) 2011. The bioglue was applied on proximal and distal false lumen and proximal and distal suture lines. On (B)(6) 2013, false aneurysm was confirmed (by CT scan) on aortic root. Re-operation is scheduled for this december. The patient is receiving ambulatory follow-up observation. The surgeon stated that he used bioglue to this patient for the initial term in his experience of bioglue and he was not used to using bioglue well. Additional information was received that the aortic dissection was found from the root to an ascending aorta, and the intimal tear in the aorta was at the root. The patient does not have any congenital disease. A bentall procedure was performed on (B)(6) 2014. During the re-operation, the surgeon confirmed that bioglue which was used in the initial procedure peeled off from the tissue and remained in the "form of plate" in the false lumen. Then, false aneurysm was caused by blood entering the media of the vessel. The surgeon stated "that this event would occur because operative field could not be dried sufficiently or thrombosis could not be removed sufficiently when the bioglue was used in initial procedure." The manufacturing records for possible lot numbers were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. A review of this event was performed. The surgeon stated that during the original procedure the operative field could not be completely cleared. Blood and/or thrombus likely remained in the false lumen, interfering with proper adhesion of the bioglue. This could lead to a residual opening in the false lumen, allowing blood to enter the media, producing a false aneurysm. Prior to delivering bioglue into the false lumen, the surgeon should clean the false lumen of all thrombus and/or debris and dry with dry, sterile gauze. Bioglue should be applied to a field that is not wet and does not re-stain with blood within 3-5 seconds after wiping with dry gauze. Adequate precautions are included in the product's instructions for use (IFU) regarding proper preparation of the surgical field. Furthermore, given that the false aneurysm was confirmed 25 months following the primary procedure, it is not likely that bioglue was a direct contributor to the observed event.

Event description:
According to the report, an ascending aorta replacement was performed to the acute aorta dissection patient in (B)(6) 2011. The bioglue was applied on proximal and distal false lumen and proximal and distal suture lines. On (B)(6) 2013, false aneurysm was confirmed (by CT scan) on aortic root. Re-operation is scheduled for this december. The patient is receiving ambulatory follow-up observation. The surgeon stated that he used bioglue to this patient for the initial term in his experience of bioglue and he was not used to using bioglue well. Additional information was received that the aortic dissection was found from the root to an ascending aorta, and the intimal tear in the aorta was at the root. The patient does not have any congenital disease. A bentall procedure was performed on (B)(6) 2014. During the re-operation, the surgeon confirmed that bioglue which was used in the initial procedure peeled off from the tissue and remained in the "form of plate" in the false lumen. Then, false aneurysm was caused by blood entering the media of the vessel. The surgeon stated "that this event would occur because operative field could not be dried sufficiently or thrombosis could not be removed sufficiently when the bioglue was used in initial procedure."